Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that (2) ar-8741-40 drivers broke. This occurred during an unknown case, a back up set was used to complete the case. There were no further complications, and no patient effect reported. No additional information provided.

Manufacturer narrative:
Visual inspection found that the tips of both drivers were broken. Complaint was confirmed.